Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the barrel of the device was cracked which could lead leakage. The customer stated ¿the product had a crack on the lower ¿edge¿ and starts at the black plunger extending down to about the 1 ml mark.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one sample received at bd for investigation, a visual inspection of fluid route, displacement test and pressure test were performed. A crack is observed on the syringe ending up to the 1ml line, therefore in the pressure test, leakage was detected. A DHR review discloses that during the entire manufacturing process it does not mention any event or report of nonconformity that could be attributable to the defect that the client reports. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. The failure modes identified with the multidisciplinary team are human factor, process design and equipment / software design; given the opportunity areas identified in these failure modes, an action plan was established that will be followed up through a corrective action / preventative action to mitigate or eliminate these failure modes, for this reason the complaint is confirmed. The defect is within the acceptable quality level of 0.25% which means that having a lot size of 851,600 pieces could be present 7 pieces with this defect and approve the batch. CAPA 400567 was opened to mitigate or eliminate these failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.